Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Ventricular tachycardia, ventricular fibrillation, and automatic mode switch episodes due to oversensing were noted during follow-up. It is suspected that the patient's recent implantation of a cardiac contractility modulation (ccm) and the ccm stimulations are triggering the episodes. The device acted according to programming and delivered anti-tachycardia pacing and high voltage therapy. Device reprogramming and provocative testing were recommended to confirm interferrance by the ccm. The patient was in stable condition.